Manufacturer narrative:
The full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician attempted to place the right atrial (ra) lead but struggled to advance the lead to the ra appendage. The implant was attempted multiple times but it dislodged each time. The physician elected to try a new lead, which was more successful. No patient complications have been reported as a result of this event.